Event description:
It was reported that this device exhibited a charge time (CT) error code for a CT time between 20 and 44 seconds. A boston scientific technical services consultant reviewed the device data and the long CT occurred without an accompanying charge which could be due to a random memory error. Further evaluation confirmed normal battery depletion and the error could be disregarded. No adverse patient effects were reported. The device was subsequently explanted 3 years later due to inclusion in an advisory population. No additional adverse patient effects were reported. The device was returned and is being evaluated in our post market quality assurance laboratory.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this device exhibited a charge time (CT) error code for a CT time between 20 and 44 seconds. A boston scientific technical services consultant reviewed the device data and the long CT occurred without an accompanying charge which could be due to a random memory error. Further evaluation confirmed normal battery depletion and the error could be disregarded. No adverse patient effects were reported. The device was subsequently explanted 3 years later due to inclusion in an advisory population. No additional adverse patient effects were reported. The device was returned and is being evaluated in our post market quality assurance laboratory.